Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) setscrew was not threaded straight once it was backed out and that the screw could not be accessed with a device wrench. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.